Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. Baxter submitted an estimate for the repair to insurance on behalf of the customer and requested for the faulty device to be returned for investigation into the root cause of the reported malfunction. However, customer declined services and the device is not expected to be back. Although there was no serious injury as a result of this event, if the reported malfunction of fire and charring of the power supply were to recur, it could result in a serious injury or death, therefore, baxter is reporting this malfunction.

Event description:
The customer reported that the csm power cord caught fire and had charring at the plug. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).